Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead was explanted and replaced. No patient c complications have been reported as a result of this event.